Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead threshold had increased but both the sensing and impedance measurements were satisfactory. A chest x-ray was performed and revealed minor movement of the ra lead. The physician suspected a micro-dislodgment. The patient was not pacemaker dependent and therefore the lead was reprogrammed with no intention of performing a revision surgery to replace the lead. The lead remains implanted. No adverse patient effects were reported.